Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, non-sustained rv oversensing was observed on the ventricular channel. No evidence of external damage was observed on the rv lead by using x-ray. The physician was not able to reproduce the noise with mechanical operations. A lead replacement was recommended and the patient was scheduled for a follow-up.